Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed a tcmid:06 (ce post failure) error message was confirmed based on the event log review but not confirmed during functional testing. The ivtm system passed all the testing and performed as intended. Visual inspection of the thermogard console was performed, and no other issues were identified. Event log data review was performed and showed one tcmid:06 error message; thus, confirming the reported complaint. The thermogard xp ivtm system passed the final testing without any error.

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (serial #(B)(4) ) displayed "tcm ID:06" (ce post failure) error message. User could not clear the error message. Another thermogard xp ivtm system was used to continue with ivtm therapy. No consequences or impact to patient.